Event description:
It was reported that the user¿s pump issued an urgent low alert shortly after a new sensor was paired, while a confirmatory fingerstick measured 126 mg/dl and the pump was updated with this value; the user had started ilet use five months prior, reported no recent target, weight, or time changes, used humalog, had last meal announcement about 10 minutes after eating, and had recently performed a fill tubing while briefly disconnected. Symptoms included no clinical effects and blood glucose remaining within normal range per fingerstick. Outcomes included no medical intervention, no assistance, no ketone testing, and no hospitalization. Investigation included user interview, device use review, and troubleshooting and education regarding early sensor inaccuracy and system learning behavior. Investigation of this case revealed no device malfunction and suggested a likely transient cgm inaccuracy during initial sensor warm-up leading to an inappropriate low alert without true hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with contributing cgm inaccuracy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.